Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins), that was close to expiration, was unable to charge to 100%. The representative used multiple rechargers without success. The battery was not implanted and was going to be sent back for analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the stimulator found that service life started prematurely. The stimulator was received with no telemetry still sealed in a sterile pack. Telemetry was restored after one physician mode recharge. The implant life of the stimulator was started on (B)(6) 2011. It appears that the two recharge sessions had taken place one on (B)(6) 12 and one on (B)(6) 12, both were 41 minute sessions with zero bars of coupling 5-7 minutes into each session. A recharge coupling test was also performed to address a possible coupling issue with results matching that of a known good stimulator.

Event description:
Additional information received clarified that the implantable neurostimulator would not hold a charge. Specifically, when the ins was charged up, the charge would then go down. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).